Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose and diabetic ketoacidosis on (B)(6) 2016. Customer's blood glucose was 1000 mg/dl at the time of the incident. Customer's current blood glucose is 207 mg/dl. Customer treated with a manual injection. Customer was wearing the insulin pump at the time of the emergency room visit. Troubleshooting was performed and the customer had a low battery alarm, battery out limit, alarm, and finish loading/fill cannula alarm in the alarm history. Customer did not have a tubing clamp with her and asked for a hemostat. Customer performed the high pressure test and the pump passed. Customer was advised to do a complete set change.